Manufacturer narrative:
Additional information: the nc sprinter rx balloon catheter was being used to improve myocardial ischemia. After the optical coherence tomography (oct) examination it was decided to perform post-dilation of the stent using the nc sprinter balloon catheter. The device was inserted and 12 atm post-dilation was performed in the proximal section of the stent. The balloon failed to deflate after negative pressure. A variety of remedial measures were taken including pressure pump water injection, and repeated pulling, but the balloon still failed to be deflated. The patient had acute ischemia of the anterior descending artery during surgery. The patient was transferred to another hospital, where coronary artery bypass grafting [CABG]) was performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there were no difficulties removing the protective sheath or the packaging stylette. The balloon failed to deflate. A non-medtronic guide extension catheter was used to puncture the balloon, but the balloon did not puncture. There were no difficulties noted during inflation. The balloon was inflated using the standard pressure required for the balloon. The device was not moved or repositioned while inflated. The dilution ratio of the contrast catheter was 10ml contrast medium / 5ml saline. Thoracotomy bypass surgery was performed at the other hospital. Atrial fibrillation occurred in the hospital on the second day after the procedure. There was no evidence of restenosis, or thrombus. It was assessed that the death event was directly related to the use of the relevant device. The cause of death was due to failure of the posterior dilation balloon to deflate. Patient weight updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later reported that one launcher guide catheter and one nc sprinter balloon catheter was also used during the procedure with no issues noted. It was confirmed that the launcher guide catheter and nc sprinter balloon catheter was not believed to have caused or contributed to the patient death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc sprinter rx balloon catheter to treat a lesion. The device was inspected with no issues. The lesion was pre-dilated with a non-medtronic balloon. The device passed through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that balloon deflation difficulties occurred following the first inflation. The nc sprinter balloon catheter was being used to post-dilate a non-medtronic stent. It was detailed that the device would not deflate at the lesion site and a guide extension catheter was used to puncture the balloon and other related treatment. The patient was transferred to another hospital, where bypass surgery was performed at the cardiac surgery department. Atrial fibrillation occurred in the hospital the following day after the procedure, and the patient died after resuscitation failed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.